Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and radiculopathy. The pump contained clonidine at a concentration of 160 mcg/ml with a dose of 45.92 mcg/day; bupivacaine at a concentration of 12 mg/ml with a dose of 3.448 mg/day; and dilaudid at a concentration of 4 mg/ml with a dose of 1.1492 mg/day. It was reported the patient had an empty pump alarm. The hcp had access to the clinician programmer, and the logs showed an empty pump reservoir occurred on (B)(6) 2016. The hcp stated the patient missed the refill and the clinic was unable to get a hold of the patient. The hcp was planning to follow up with another hcp. No patient symptoms were reported. Further follow-up with the managing hcp is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.